Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined by field service engineer (fse) that the device displayed a white screen with an error message, and the application failed to launch. After rebooting, hardware test application was successfully opened, and drawer functionality was confirmed. The device required either an sd card or reimaging. A hard drive issue was identified and resolved by adjusting database settings specifically, unchecking the "close connection" option, which differed from the documentation. Multiple attempts were made to fix the issue with support team involvement. A database synchronization and setup were completed, and the root cause was confirmed to be a database crash. The data base issue was resolved by the field service engineer along with tss (technical support specialist) and pse (product service engineer). The system functioned as intended after the issue was resolved.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was showing white screen with an error message- ¿unexpected data error occurred¿. The customer reported that the malfunction resulted delay in administrating medication. There were no adverse events or injuries reported based on this incident.